Manufacturer narrative:
Investigation: the product was inspected and it was established, that the coupling of the tool is not possible. This is because the path in the shaft to the tool coupling position is blocked. Therefore the tool can not be inserted far enough into the device as specified for use. The shaft shows scratches, except for the damaged area, which point to the rough handling of the tool and device. The coupling part of the tool is defective. Once the shaft was disassembled, a damaged driver can be seen in the claw area. Additionally, solid material accumulations can be seen, which can possibly have arisen by the action of high temperatures, possibly also in combination with the coupling of the tool. All the ball bearings are intact and no parts are missing. It was found that the front components of the coupling of the tool have a thin brownish dry soiling film. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the defect on the tool and the hand piece could be reproduced when the tool is introduced into the shaft, complete locking (coupling) was not achieved. It is conceivable that the damage can also occur if: 1.) The tool is decoupled from the hand piece should the interface (thread) between the motor and the shaft assembly be released. The tool decoupling is thereby activated, inadvertently, during operation, causing the tool to be released and possibly fall out of the hand piece. In the present hand piece, however, this interface (thread) was still firmly tightened. This error can thus be excluded. 2.) There is a defect in the safe locking of the tool coupling during operation. That is, "slide for tool release" is mechanically blocked by means of the motor cable which is in the "on position". This interface ("slide for tool release") was also in proper condition in the case of this hand piece. No tool can now be coupled to the existing hand piece, since the "driver" (ga861250) of the tool coupling is severely damaged. According to the documentation accompanying the ga863 (B)(4) hand piece was disinfected by a simple wiping process before shipment for investigation. It could be assumed that the impurities found on the components of the tool coupling, could lead to the failure of the tool. However, it is to be excluded that in this case the contamination led to failure of the milling hand piece. On the provided devices, no packaging errors, labeling failures or production deviations were found, therefore we exclude a product problem. Note for the users to the obligatory function test as described in the usage instructions. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the distal ball of the device dropped inside the patient. Two med watch reports filed for this incident included: 3005673311-2016-00176, 3005673311-2016-00177.